Manufacturer narrative:
No product was returned and the serial number was not provided. No device history review could be performed. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. Should the product be returned or additional information provided, a follow up report will be submitted. (B)(4).

Event description:
Medtronic received information from literature that this bioprosthetic mitral valve, implanted 4 years, required reintervention. Ejection fraction was 65%, sts mortality score was 16.2%. The patient had one previous sternotomy and previous coronary revascularization. Nyha functional classification pre-implant was 4, diastolic gradient of 5mm/hg, prosthetic regurgitation severe. After implant of this transcatheter valve, valve in valve, within the dysfunctional bioprosthetic valve, post-implant nyha classification was 2, diastolic gradient 4mm/hg, prosthetic regurgitation mild-moderate. Based on the available information, there were no adverse patient effects and the valves remain implanted.

Event description:
Medtronic received information from literature that this bioprosthetic mitral valve, implanted 4 years, required reintervention. Ejection fraction was 65%, sts mortality score was 16.2%. The patient had one previous sternotomy and previous coronary revascularization. Nyha functional classification pre-implant was 4, diastolic gradient of 5mm/hg, prosthetic regurgitation severe. After implant of this transcatheter valve, valve in valve, within the dysfunctional bioprosthetic valve, post-implant nyha classification was 2, diastolic gradient 4mm/hg, prosthetic regurgitation mild-moderate. Based on the available information, there were no adverse patient effects and the valves remain implanted. Additional information was received that after the procedure the patient developed a left hemothorax requiring chest tube drainage and blood transfusion; however, the physician reported that this was unrelated to the valve or delivery system.

Manufacturer narrative:
This supplemental is being filed due to receipt of the year of implant and valid intervention/explant date of the reported valve. Should additional information be provided, a supplemental report will be filed. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.